Event description:
It was reported that during the patient¿s ventricular fibrillation (vf) episode, the device had power on reset (por). Soon after the por, the first vf therapy was delivered but not with sufficient energy. A second therapy was delivered and terminated the vf. It was also suspected there was a lead issue. The device was explanted and replaced. The lead was cut and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis of the returned device was inconclusive. This device was returned after 75 months due to an unexplained power on reset (por). The reported condition was confirmed by the returned product analysis laboratory (rpa). The device was submitted to the pal to investigate the cause of the por. Pal analysis confirmed the por occurrence as reported. X-ray and visual analysis of the device failed to reveal evidence of device malfunction that would account for the resets. The device functioned nominally with regards to pacing output, lead impedance, regulated supply, and reference voltages. Nominal current drain was recorded. No new resets were recorded during the analysis. The analysis was terminated with no cause identified for the por. No hybrid anomalies were observed.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.